Manufacturer narrative:
Serial numbers: (B)(4), 1 serial number unknown. For 1 of the 3 reported events, ge healthcare requested that the unit be returned for repair. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. For 1 of the 3 reported events, a third party service vendor sent the vaporizer unit to baxter for repair. Baxter declined to return the unit to ge healthcare for evaluation. No further information is available regarding the resolution to the reported issue. For 1 of the 3 reported events, ge healthcare service representative performed a checkout of the system and confirmed the reported events. The vaporizer was recommended for replacement. Other text : device evaluation anticipated, but not yet begun.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model m1057380 vaporizer experienced patient waking up during surgery. These reports were received from various sources. Of the 3 events, 3 did involve patients. There was no patient information available.

Manufacturer narrative:
For 1 of the 3 reported events, requests for the vaporizer return were on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019. Multiple attempts were made to determine the status of the vaporizer return on (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 with no response. At this time, the device owner has not authorized ge healthcare to evaluate the unit. No further information is available.